Event description:
It was reported that programing changes were made to sensitivity and the patient will be monitored through in clinic visits.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited oversensing related to cross talk that resulted in eight seconds of pacing inhibition. Available information indicates this product remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.